Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to pain and non-auditory sensation. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 14, 2024.